Event description:
It was reported a 5f maximum introducer sheath was used in the left femoral arteriotomy during a percutaneous procedure. Prior to removal of the sheath, a starclose device was used to close the artery. Upon pulling the sheath back over the guidewire, the sheath broke into 2 pieces. The distal portion with the hub came out leaving the proximal tip in the pt's artery. The pt underwent surgical intervention to remove the distal tip from the artery. The pt had received a starclose device in the left femoral artery in a prior procedure in 2006. During removal the sheath caught on the old starclose device from the 2006 procedure and straightened out the original circular format of the starclose device. The physician suggests that the sheath caught on and was sheared from the old starclose device in the pt.